Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high sensor reading issue was reported with the adc device. A caller reported receiving a high scan of 200 mg/dl on the sensor when compared to a healthcare professional meter result of 30 mg/dl. The customer experienced trembling, a seizure, and a loss of consciousness and was unable to self-treat. The customer was hospitalized for 2 days and was administered a sugar solution by infusion for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.